Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are cracking during centrifuge. We recently had an incident with a few red top tubes cracking when placed in the centrifuge. When doing the investigation on our end, our quality department wanted me to reach out to the manufacture to see if a query could be ran on the lot number to see if there have been any other issues or recalls with the tubes cracking.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 photos from the customer in support of this investigation. The photos were evaluated and the issue of damaged tube was observed. Additionally, 10 retention samples from the bd inventory were visually inspected for damaged tube (scratch) and 2 of 10 retention sample tubes appeared to have scratches on them. Therefore, this complaint, damaged (scratched) tube, can be confirmed based on the photo evaluation and the retention sample testing. Based on review of batch records, the root cause of the scratched tube is an equipment jam within the manufacturing process. Separately, 10 retention samples underwent functional testing to determine the mechanical properties that would lead to breaking/cracking of the tubes during centrifugation. All 10 samples passed the brittleness test, showing no evidence of breakage. Therefore, this complaint, tube breakage during centrifugation, cannot be confirmed based on retain sample testing. Based on a review of batch records, bd was unable to determine a root cause either failure mode, damaged (scratched) tubes & tube breakage during centrifugation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are cracking during centrifuge. We recently had an incident with a few red top tubes cracking when placed in the centrifuge. When doing the investigation on our end, our quality department wanted me to reach out to the manufacture to see if a query could be ran on the lot number to see if there have been any other issues or recalls with the tubes cracking.